Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - no complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that a partial lead was returned. The outer insulation was abraded at 31.1 cm to 31.9 cm and 35.4 cm to 36.2 cm from the distal tip. Abrasions are indicative of constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.